Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
The manufacturer service technician reported that the device had a missing component while it was being serviced at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
The manufacturer service technician reported that the device had a missing component while it was being serviced at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.